Event description:
Procedure: gastroenterostomy. According to the reporter: after firing, there was a torn part on duodenum side of tissue and re-anastomosis was done. No bleeding. Nothing fell into the pt cavity. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
Date of initial report: 8/11/2009.